Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that physician saw a patient who had essure and tubal ligation procedure by another physician. Only one coil was placed in left tube. Patient had pelvic pain almost immediately and had a tubal ligation one month later. The surgeon cauterized the left tube even though the essure coil was placed. Patient now complains of bleeding and pelvic pain. Product technical complaint investigation was received on (B)(6) 2015: the bayer ptc global reference number is (B)(4). The final assessment was: the physician performed cautery, even with the essure in place, which is not advised and this would be considered a handling error by the physician. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pelvic pain almost immediately after essure (fallopian tube occlusion insert) insertion. One month later, she was submitted to a tubal ligation. After this surgery she complained of bleeding. The reported events, interpreted as post procedural pain and genital bleeding, were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal, pelvic, uncharacterized pain may occur with essure therapy. In this particular case, considering the close temporal relationship between essure insertion and pain, this event was considered as related to the suspect insert. Regarding the reported bleeding, if a laparoscopic sterilization (tubal ligation) is performed in patients with essure, it is recommended to clip or coagulate both fallopian tubes distal or proximal to the insert. Clipping or coagulation adjacent to or over the insert may cause patient injury, since the essure insert may conduct energy if contacted by an active electrosurgical device. In this case, the surgeon cauterized the left tube with essure coil in place; this handling error may have been a contributory role in patient's bleeding. Nevertheless, since it seems the device remained in place, causality cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident due to the reported surgical intervention. A product technical analysis (ptc) was performed; technical assessment concluded to unconfirmed quality defect and handling error. Medical ptc assessment stated there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 12-jun-2015: follow-up attempts were done, with no response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had pelvic pain almost immediately after essure (fallopian tube occlusion insert) insertion. One month later, she was submitted to a tubal ligation. After this surgery she complained of bleeding. The reported events, interpreted as post procedural pain and genital bleeding, were considered serious due to medical importance and are listed according to essure's reference safety information. Abdominal, pelvic, uncharacterized pain may occur with essure therapy. In this particular case, considering the close temporal relationship between essure insertion and pain, this event was considered as related to the suspect insert. Regarding the reported bleeding, if a laparoscopic sterilization (tubal ligation) is performed in patients with essure, it is recommended to clip or coagulate both fallopian tubes distal or proximal to the insert. Clipping or coagulation adjacent to or over the insert may cause patient injury, since the essure insert may conduct energy if contacted by an active electrosurgical device. In this case, the surgeon cauterized the left tube with essure coil in place; this handling error may have been a contributory role in patient's bleeding. Nevertheless, since it seems the device remained in place, causality cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident due to the reported surgical intervention. A product technical analysis (ptc) was performed; technical assessment concluded to unconfirmed quality defect and handling error. Medical ptc assessment stated there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.